Event description:
This is a report of a home patient (hp) that experienced an intra-peritoneal volume (iipv) event while performing tidal peritoneal dialysis therapy on the homechoice. A nurse reported that the patient had drained 3200ml that day while performing continuous ambulatory peritoneal dialysis (capd). The largest prescribed fill volume is 1500ml. The nurse reported that the patient drained slowly when laying down, but drained normally when standing. The patient reported to not have experienced any symptoms related to the iipv event. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history indicated that manufacture of the device is not related to the reported issue. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.